Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while running, the message ¿wireless module intermittent connection with pump¿ keeps appearing and the only option is to "power down during infusion. No patient harm was reported.

Manufacturer narrative:
H3: the device was received for evaluation, but the wi-fi module was not received. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and the probable cause of the issue was a defective wi-fi module. A request was submitted to the gcm team to generate a new complaint number for the wi-fi module and to ship the unit to the u.s. For investigation. The customer service team will create a pick list to ship the replacement wi-fi module and battery to the customer.